Manufacturer narrative:
Philips has investigated this complaint. The reported problem was discovered outside clinical use. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch is not connecting. The user switched to the wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.